Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported constant air in line alarms which were verified through a review of the event history log and found during a visual inspection to be caused by cracks in ultrasonic fextail. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a constant air in line alarm. There was no patient involvement. No additional information is available.